Manufacturer narrative:
09/14/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 57.7cm and 73.7cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 64cm from iab tip. The optical fiber was found to be broken, confirming the reported alarm. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
On (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in a patient. An ¿iab optical sensor failure¿ alarm was generated upon connecting the intra-aortic balloon pump (iabp). Trouble shooting continued, but alarm recurred. The iab optical sensor's use was discontinued and a wire lumen was utilized instead to continue therapy. There was no patient injury or harm.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
On (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in a patient. An ¿iab optical sensor failure¿ alarm was generated upon connecting the intra-aortic balloon pump (iabp). Trouble shooting continued, but alarm recurred. The iab optical sensor's use was discontinued and a wire lumen was utilized instead to continue therapy. There was no patient injury or harm.